Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. There was no reported malfunction. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it appears to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: the date of event has been estimated.

Event description:
No information was reported for this event. A proglide device was returned, and the device analysis noted that the proglide device had been inserted into the patient. There is a suture retrieval issue. The device could not have achieved hemostasis. Another method would be required to achieve hemostasis. It is unknown how hemostasis was achieved. No additional information was provided. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user.